Manufacturer narrative:
Zimmer biomet complaint (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01529, 0001825034-2018-01530. Concomitant products: cat 154725 ¿ lot 399730 ¿ oxf uni tib tray sz d rm PMA, cat 159585 ¿ lot 2512686 - oxf anat brg rt PMA. This report is being submitted late as it has been identified in remediation reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in clinical study (B)(6) that the patient reported moderate pain including painful to stand up, some problems with performing usual activities, impossible to kneel, and difficult to walk down stairs. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3002806535 - 2018 - 00444.